Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009 the plaintiff was implanted with a pelvic mesh product "specifically a bladder sling" to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged that the plaintiff suffered "serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding." The plaintiff has "experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. The type of mesh device was not specified.